Manufacturer narrative:
Lot # 18f017 and 18h032. Three (3) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer of all three devices. A functional flow rate test was performed on each device with no issues noted. The reported condition was not verified for the three returned devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18f017 and 18h032. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was no flow of medication through (3) large volume infusors. In all three events, the issue was observed prior to patient use. There was no patient involvement. No additional information is available.